Event description:
It was reported that at the right middle cerebral artery (mca) aneurysm case as the guidewire was used to deliver the microcatheter to the location and then prepared to deliver the subject stent. After delivering the subject stent into microcatheter, the subject stent could not be advanced. After several tries, the subject stent and the microcatheter were pulled out of patient's body (the subject stent was left inside the microcatheter). The procedure was completed successfully with another device and there were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
D4 expiration date - added. D9 product available to stryker/ returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿ updated. H4 manufacturing date ¿ added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection was performed as the subject stent was returned within an sl-10 microcatheter and was found deployed in the catheter shaft. The sdw (stent delivery wire) was found to be kinked/bent. The subject stent was found to be deformed the subject stent introducer sheath was intact. A functional inspection could not be performed as the subject stent was deployed. The reported stent deployed prematurely during use was confirmed during the analysis. The reported stent difficult/unable to advance or pullback through catheter could not be replicated; however, the analysis results are consistent with the reported event. The subject stent device did not meet specifications when received for complaint investigation based on analysis results. The reported event is covered in the subject stent device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the subject stent device was prepared for use as per the directions for use, the subject stent device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure, and the patients anatomy was unknown. The subject stent was returned within an sl-10 microcatheter and was found deployed in the catheter shaft. The sdw was found to be kinked/bent. The subject stent was found to be deformed. The subject stent introducer sheath was intact. It is probable that tortuous anatomy may have contributed damages to the subject stent device and the reported issue. It is also possible that the introducer sheath moved proximally prior to subject stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that the subject stent would deploy into this gap and would not be able to be advanced or pulled back through the catheter. The user will then experience resistance while attempting to advance the subject stent through the distal opening of the introducer sheath and in the proximal section of the microcatheter shaft. An assignable cause of procedural factors will be assigned to the as reported and as analyzed codes stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter and to the as analyzed codes sdw kinked/bent and stent deformed as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that at the right middle cerebral artery (mca) aneurysm case as the guidewire was used to deliver the microcatheter to the location and then prepared to deliver the subject stent. After delivering the subject stent into microcatheter, the subject stent could not be advanced. After several tries, the subject stent and the microcatheter were pulled out of patient's body (the subject stent was left inside the microcatheter). The procedure was completed successfully with another device and there were no clinical consequences to the patient reported as a result of this event.